Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction at the insertion site. The sensor was inserted at the arm on (B)(6) 2016. The reaction was described as red, raised, and "looking like a bug bite." Affected area was treated with a drinkable antibiotic, prescribed on (B)(6) 2016. The name of the prescription is unknown. At the time of contact, patient is good. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.